Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. A new cartridge was successfully loaded without any issues. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.